Event description:
The patient reported that he will be out of v-go devices before he can fill his next prescription, the patient mentioned that every other v-go device has fallen off of the back of his arm with the last box of v-go devices that he started using in mid-july. The patient estimates that it may have been about 10 v-go devices that have fallen off in about an hour into use and he confirmed that he uses an alcohol swab to clean the infusion site prior to applying the v-go. The patient disposed of the worn v-go devices.